Manufacturer narrative:
This is the same pt/event as MFR # 9610729-2011-00126.

Event description:
It was reported that, "opened implant (B)(4) lot stmps onto sterile field and discovered the implant was speckled with a white flaky material on the implant and within the sterile packaging. Surgeon then asked for the onlgothen option implant (B)(4) and it too had the same contaminant within the sterile packaging. Surgeon then ordered the implant (B)(4) lot stnps be washed and terminally sterilized. He implanted after sterilization was completed."